Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t14032rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Manufacturing batch records for lot t14032rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported correlation study issues with triage cardiac tni vs siemens exl high sensitivity tni on three patient samples. No additional information provided.